Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient was admitted in hospital for an unknown reason, it was noted that the patient had a fall, unknown date. The right atrial lead exhibited noise. The patient would be monitored for now. No additional information was available.